Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor. On (B)(6) 2018 customer experienced itching and noticed red marks and rash upon removal of the sensor. Customer had contact with a healthcare professional who prescribed an unspecified hydrocortisone cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: device mfg date has been updated based on returned product download. Serial number (B)(4) has been returned and investigated. Performed visual inspection on returned sensor, no issues observed. Adhesive was returned and had not come off. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor. On (B)(6) 2019, customer experienced itching and noticed red marks and rash upon removal of the sensor. Customer had contact with a healthcare professional who prescribed an unspecified hydrocortisone cream for treatment. There was no report of death or permanent injury associated with this event.